Event description:
It was reported that the patient presented to the hospital for an upgrade procedure. The implantable cardioverter defibrillator was connected to all three leads. The defibrillation impedance was high. The physician removed the high-voltage lead from the header and re-inserted it into the device. The pacing impedance was also high. The physician removed the lead again and wiped with a gauze and re-inserted. All lead impedance and capture thresholds were normal. Ventricular fibrillation was inducted by t-wave shock. The device did not detect it and no therapy was delivered. The patient was rescued with external defibrillation successfully. The physician implanted a new device. The leads were tested and successful defibrillation threshold testing was done. The physician asked for the device header to be analyzed. There were no patient consequences.

Manufacturer narrative:
The reported event of undersensing and no hv therapy was confirmed through egm review; the device was found normal. The reason for undersensing and no hv therapy was due to the patient¿s heart signal intermittently falling below the programmed sensing threshold. The reported event of header anomaly, high pli (pacing lead impedance) and high hvli (high voltage lead impedance) could not be confirmed. Functional test results indicated normal device behavior. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.